Manufacturer narrative:
(B)(4). It was reported that the patient had concurrent procedures of a total vaginal hysterectomy and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, infection and urinary problems. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.